Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/25/2024. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both returned devices. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the hot jaw was observed to be intact. The gray silicone insulation on the cold jaw tip was observed to be peeled back from the middle of the cold jaw to the tip, exposing the metal cold jaw, but with no detachment of the cold jaw insulation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000400713 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [Ncmr # (B)(4) two complaints ((B)(4)) were reported because there was no movement of the hot and cold jaws when thumb toggle on hp2 tool(c-vh-4000) was moved to the fully open and closed position]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicon jaws were becoming separated from the jaw arm itself. No part completely separated, just looks "torn." It was noticed after the harvest was complete. The same device was used to complete the procedure. There was no procedural delay. Vein was fine and no patient issues.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.